Event description:
The hospital staff realized on surgery that the container with the fitbone® tubes was not sterilized. They did not notice that the container is only used for transportation purpose.

Manufacturer narrative:
The hospital staff realized on surgery that the container with the fitbone® tubes was not sterilized. They did not notice that the container is only used for transportation purpose.